Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center confirmed the customer's event which was caused by a defective g1 circuit board. In addition, they found a defective printed circuit board, a patch is visible in the center of the image, a broken insulation sheet, a broken circuit board connector, a broken bezel, broken power switch bracket and equipotential terminal has a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the probable cause, it is likely that the event occurred due to a defect in the g1 circuit board. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the high-definition lcd monitor was not ¿getting on¿. There was no patient involvement in this event.